Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. Leak balloon could be due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted. Therefore, this complaint is not confirmed.

Event description:
Customer reports that the balloon is failing after approximately 10 days of use. It seems that the balloon is deflating and the catheter fell out. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Customer reports that the balloon is failing after approximately 10 days of use. It seems that the balloon is deflating and the catheter fell out. There was no patient injury.